Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What medical intervention was given for the pain management? Results? What is the patient's current status?

Event description:
It was reported that the patient underwent gynecological procedure in 2012 and mesh was implanted. Following the procedure, the patient experienced severe groin and vaginal pain. The patient is unable to have sexual intercourse since insertion of mesh. The patient was referred to urology consultant who performed excision of mesh on (B)(6) 2016. It was reported that the pain resolved completely after excision of mesh in 2016, but patient required further surgery to treat recurrent stress incontinence after mesh excision. The patient opted for bulkamid injection. Additional information has been requested.